Event description:
It was reported that occlusion alarms occurred. A supply change was performed resolving the occlusion. Additionally, it was reported that the battery gauge was fluctuating resulting in the pump shutting down. Customer¿s blood glucose (bg) level was "high"; specific value was not provided. Elevated bg was address by correction injection via manual injection. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.